Event description:
It was observed that during the device evaluation that the flex video scope had foreign material in the nozzle. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h3 (the field was supposed to remain unselected on this follow-up report) and h6 (type of investigation code ¿10¿ was inadvertently omitted from the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the foreign material could not be identified. The cause of the foreign material remained in the device could not be concluded since it was unknown whether the reprocessing was conducted in accordance with instruction for use. It was confirmed that the foreign material residue point was not deformed. Therefore, a definitive root cause could not be established. The instructions for use states the detection methods associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection.", and the prevention methods in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.